Event description:
The customer reported that the ventilator was not working. This unit was on a patient during incident, but there was no harm to the patient.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain patient's information; however, there was no response. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.